Event description:
The accounts biomed stated that the foot of the bed rises on its own.

Manufacturer narrative:
The accounts biomed isolated the issue to a motor control circuit board failure. He replaced the motor control circuit board to repair the bed.